Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units machine will not turn on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) verified issue, both batteries were depleted. Charged batteries overnight and performed battery test, also performed cardiosave iabp pm full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. No other issues note.